Event description:
A 44-yr-old pt underwent craniotomy to remove 4cm tumor. Ventricular cath placed and attached to drainage system. Stop cock and clamps opened in recovery room, to dependant drainage with 100cc output. Transfer to ICU - neurologically responsive, alert, cooperative x 7.5 hrs. Abruptly became obtunded. While in the radiology dept the clamp on the drip chamber vent was discovered to be closed. Pt is not expected to recover - brain death to be documented. Risk mgr unable to determine who/how clamp was closed. Nurses request product change to make vent clamp a different color.